Event description:
A valiant thoracic stent graft was inserted in a patient for the endovascular treatment of a dissection in the descending thoracic aorta. There was no vessel tortuosity or calcification. It was reported that post stent graft deployment, the final angiogram showed porosity all along the sides of the stent graft. The rep reported that the porosity was something more than a type IV. The physician implanted another valiant stent graft and completed the case. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (endoleak). (Unknown cause). Conclusion: (unknown cause).